Event description:
A customer reported that a customer got contact dermatitis from the blue edge of the eyeshield after surgery. After treatment, the patient recovered and has experienced no additional impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).